Event description:
Following an ablation procedure, it was reported that the patient woke up as expected. The patient was observed to have neurological decline and a bleed was identified. The surgeon determined that the patient had became thrombocytopenic at some point as a delayed effect of chemotherapy. The patient was then brought back to the or for intervention.

Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.